Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Business unit: depuy synthes. Date j&j became aware: (B)(4) 2018. Date of event: (B)(6) 2018. Name of reporter: (B)(6). Hospital name: (B)(6). Product name: pinnacle. Product code:121932052. Lot/batch/exp: c79076. Was the product being used in a clinical trial? No . Did the event happen during a procedure? No. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? Poly liners was replaced and a new head implanted. Was there any consequence to the patient due to the event? Yes failure to be mobile due to liner dislocation. Was the surgery prolonged due to the event? No. Has the reporter facility indicated there may be legal action? No . Is the product available for return? No. Please give a detailed explanation of the event: the patient was operated on (B)(6) 2017. For 6 months everything was fine but presented in jan with a clucking hip. This occurred after the patient jarred his hip while hiking. The surgeon stated the liner had dislocated and the locking mechanism for the poly did not appear damaged. Hence he replaced the poly liner and head. All appeared to seat well and reduced the hip. It was a left hip, the primary and revision were performed by mr mohammed. Some metallosis was seen however on inspection the surgeon was happy with the locking mechanism. The implants were a pinnacle shell 52 mm, 32mm neutral liner and +5mm 32mm head. Replaced with 124603000 lot d18020202; 121932252 lot hn8096; 136532330 lot 8717901.